Event description:
During laparoscopic sleeve gastrectomy procedure, the covidien endo clip applier (ref #(B)(4), lot # j9g1199y) failed to advance clips. It was removed from the field and replaced with another device that functioned without incident. No patient harm.